Event description:
Same case as #2134265-2008-03819. It was reported that during a coronary drug-eluting stenting treatment procedure, a stent dislodgement occurred. Two sequential lesions were located in the moderately calcified right coronary artery (rca). The lesions were pre-dilated with a 2.25x15mm maverick balloon. The first taxus liberte' 2.75x20mm drug-eluting stent was inserted but was unable to cross the lesion. The device was retrieved from the patient; however, the stent had dislodged in the proximal rca. A maverick balloon was used to deploy the dislodged stent proximal to the target lesion. Ivus was performed and stent placement was satisfactory. The lesion was dilated again with a 3.0x20mm balloon. A second taxus liberte' 2.75x20mm drug-eluting stent was then inserted with the intent to cover the entire lesion. The second stent failed to cross the lesion, and this stent also dislodged in the rca when the delivery system was retrieved from the patient. This stent was also deployed with a maverick balloon, overlapping the first stent. Ivus was performed, and the physician was satisfied with the result. The procedure was completed with two other 2.25x24mm taxus stents successsfully implanted at the target lesion. No further patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing record found that the device met material, assembly, and product specifications. The most probable root cause of this complaint is handling damage. Product unavailable for analysis